Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing were performed. Event history log was reviewed. The reported event cannot be replicated. Found defective dso (downstream occlusion) sensor and device turns off without confirming power off. The probable cause of the reported error is the main board. Replaced main board to resolve the report error. Replaced dso sensor, battery door, keypad, and labels. This device passed all functional tests after the repair. (B)(6).

Event description:
Upon investigation of the returned pump a defective dso (downstream occlusion) sensor was found and also the device turns off without confirming power off. Additionally, it was reported that the pump had a random beeping before infusion. There was no patient involvement and harm.